Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that visual analysis only was performed. All attempts for follow up information are completed, no further information is available.

Event description:
The lead was returned to the manufacturer from an unknown source indicating the patient was deceased. The lead was analyzed and tested out of specification. The cause of death has been requested and not received.